Event description:
It was reported that this right ventricular (rv) lead became dislodged approximately two days after initial implantation. The dislodgment was confirmed via fluoroscopy. It was noted that the lead helix had not fully deployed upon implantation. This lead was subsequently explanted and a new lead successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory testing also did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead became dislodged approximately two days after initial implantation. The dislodgment was confirmed via fluoroscopy. It was noted that the lead helix had not fully deployed upon implantation. This lead was subsequently explanted and a new lead successfully implanted. No additional adverse patient effects were reported.